Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a robotic laparoscopic gastric bypass with roux en y, the rnfa inserted the plee60a and reload into the trocar and when she attempted to open the stapler it would not open. It was never fired on tissue. She removed the stapler. A new plee60a and reload were opened and used successfully. There were no patient consequences.